Event description:
It was reported that, after 13 years of successful use, the patient started to have problems with his n22 implant. High battery consumption and headaches from implant use were reported, as well as significant frustration and reduced attention. Remapping was unsuccessful. An integrity test performed in 2006 showed normal r/s function and possible faults on e13 and e19. The device was explanted and the patient was reimplanted with a new device in 2006. The returned device was analyzed

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.